Event description:
A malfunction was reported with a code displayed as malf 0, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support and was assisted with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again, acknowledging and understanding the guidance provided.